Event description:
One touch ultra had a damaged display. Around march 4, 2006, the pt reported that she stepped on the meter, which created a black mark on the display. The pt was unable/unwilling to report when she last tested on the meter; however, she normally tests 4-6 times a day. Since the pt was unable to test on the meter, she took her humalog insulin based on her feelings/symptoms and checked her ketones with urine strips (results unk). Two days later, she developed symptoms of frequent urination, cramps in legs and feet, and extreme thirst, and sleepiness. Around 5am, the pt ate breakfast (food unk) and felt that her symptoms got worse so she took 5 units of humalog around 7 am but the symptoms did not go away. Around 8 am, the amublance came and transported the pt to the hosp. She was diagnosed with a urinary bladder infection with blood sugar levels 300 or higher. The doctor advised her that the infection contributed to her elevated blood surgar levels. She was treated with an IV with antibiotic and was released later that night at 10pm. When the pt returned home from the hosp she would occasionally test with her father's meter, continued taking her humalog based on her feelings/symptoms, and had not suffered any diabetic symptoms. There was evidence that there was misuse of the product; however, this complaint is being reported because the pt was unable to test, developed high blood sugar levels, and required treatment at the hosp. The meter, test strips, and control solution were replaced.